Event description:
The customer that he tested his blood glucose and received a reading of "hi." His wife gave him insulin based on the high reading. She found him on the floor a short time later. She tested his blood glucose at 26 mg/dl and called paramedics. Paramedics received a blood glucose reading around 16 mg/dl using their meter. The customer did not provide any more information about the event. Control tests performed using the customer's meter were within the normal control range. No product will be returned for evaluation.